Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump's retainer ring was damaged. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The pump will be returning for analysis.